Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event during procedure.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: scope is getting excessively hot during the case. Probable root cause: led fan, front board, main board, led module, thermal switch, use errors. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was a thermal event during procedure.